Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, liquid leaks due to damage of channel pipe, crease at the screen due to screen damage and damage of the charged coupled device unit, forceps wire angulation is out of standards due to worn of k-wire, crease at the charged coupled device unit lens, dirt inside the light guide lens, bending section adhesive part broke, crease at connecting tube, and scope connector cover deformed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope forceps elevator wire (k wire) broke. The event occurred during preparation for use, prior to an unknown procedure and the procedure was completed using similar device. Upon inspection and testing of the customer returned device, dirt was found inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a gap was generated at light guide - lens glue by physical stress which led to dirt inside lg lens. The event can be detected by following the instructions for use (IFU) which state: user can detect the suggested event properly by handling the device in accordance with the following IFU. Inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities. User can reduce/prevent occurrence of the suggested event in accordance with the following IFU. ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.